Manufacturer narrative:
An event regarding increased metal ions (altr) involving an unknown accolade tmzf hip stem was reported. The information in this report was provided by (B)(4). No additional information is available at this time due to ongoing litigation. Based on the limited information available, the event could not be confirmed and the cause could not be determined.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2004 and after implantation the patient began experiencing discomfort in the area of the device. It is further alleged that additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine and the device was surgically removed.